Event description:
This rv lead was repositioned on (B)(6) 2018 due to it pulling back. The patient had twiddlers syndrome so all 3 leads were revised. No adverse patient events were reported. This lead remains actively implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.